Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported: "began using the freestyle libre 14 day system and developed a severe allergic skin reaction to the adhesive. Abbott refuses to provide users with a list of "ingredients" is the adhesive in order to determine what we are allergic to my skin reaction consists of redness and itching, then progresses to blisters which then leads to oozing of a large amount of serous fluid from the affected skin as well as several layers of skin sloughing off where the sensor adhesive made contact. This has lead to permanent scarring, it's incredibly painful for about a week until the skin heals (which being a diabetic is a problem to begin with). I've also had several inaccurate readings differing from 20-60 points different from my blood sugar via my glucometer. This has lead to unnecessary treatments and trying to correct a blood sugar that was fine to begin with. There should be a way to calibrate the libre sensor." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.